Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced continued incontinence after activation of the newly implanted device. The patient has not followed up with a physician and no surgical intervention has been performed. There were no additional patient complications reported.